Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000438, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that outside of a procedure the plug was sparking on the mobile view station (mvs) when attempting to plug the system in. There was no patient present.